Event description:
It was reported that when the patient presented to the clinic for a scheduled visit. Upon interrogation, lead impedance measurement was low and out-of-range. No intervention was reported. The patient was stable.